Event description:
The patient reported elevated blood glucose readings in the 300's mg/dl with her normal range being 60-80 mg/dl. She stated her symptoms were dry mouth and thirst. She stated when she tried to bolus insulin she could not get the down button on her insulin infusion device to respond. She said she was finally able to bolus and bring her readings down. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.